Event description:
It was initially reported that a patient was to undergo a battery replacement surgery due to end-or-service. The patient had his generator replaced and an implant card was returned to the manufacturer. On the implant card, under the reason for replacement, was written "not working despite what program said". Good faith attempts to gain more information have been unsuccessful to date.